Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for batterie depleted alarm is a faulty motor or board causing them to drain faster than normal; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device is exhibiting battery depleted alarm. Patient tried another new set of batteries and the device continues to alarm with a battery depleted in the display. Previous note settings (res vol 65.3 ml, cont rate 1.5 ml/hr, vol given 7.75 ml). No patient harm.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.